Event description:
The customer stated that her sensors have only been lasting for three days. The customer then mentioned that one of the sensors broke off underneath her skin when removing it, and she had to dig out the electrode. The customer was not able to remove the sensor as she had already discarded it. Advised the customer to save them in the future. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.